Event description:
Patient needed to be straight cathed due to retained urine. Premade kit used, however there were no povidone/iodine prep swabsticks in kit. I grabbed the persist povidone sticks off the cart. Patient complained of burning after using swabsticks, area cleaned with sage cleaning cloths and irrigated with sterile water. Calazime ointment applied to site. Per documentation provided by registered nurse: "call placed to md re: use of persist swabs during foley catheterization. Patient complaining of burning while using betadine swabs. Swabs noted to contain alcohol. Meatus, vulva, and perineal areas irrigated with sterile water. Calazime cream applied to area." Swabs not available for return.